Event description:
Information was received from an unknown source regarding a patient who was receiving gablofen 936mcg/day) via an implantable pump. It was reported that the entire system was removed due to an infection in the pump pocket.there were no known environmental/external/patient factors that may have led or contributed to the issue. The whole system was removed and discarded on (B)(6) 2025. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8578 (lot: n323295012); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2025 brand name indura; product ID 8709 (unknown serial/lot); product type: 0184-catheter; implant date 2006-06-22; explant date 2025-07-30. Ubd 2014-02-24 UDI (B)(4) ubd; UDI;(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.